Event description:
It was reported that about three months after implant procedure, this right ventricular (rv) lead exhibited high pacing thresholds and was suspected to have dislodged. A fluoroscopy was performed, and the rv lead was observed to have dislodged. The rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The device is not expected to return.